Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the physician alleged that the helix failed to extend after the right ventricular (rv) lead was dislodged. The rv lead was not used and replaced during the procedure. The patient was stable throughout.